Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary:the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received twenty-five unopened samples pertain to the product code w9442. As per the sampling plan, a visual inspection was performed on thirteen samples, no defects were found on the packages. The packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no issue related to breakage suture or anomalies were observed during evaluation. Also, a functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The following information was requested, but unavailable: please confirm the number of sutures that were "torn from needle" during this procedure. Please clarify if the suture broke into separate pieces or if the entire suture separated from the needle. When did the suture break (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). 3 attempts of contacting with sale representative for more information, no response. Thus, further information is not available.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the number of sutures that were "torn from needle" during this procedure. Please clarify if the suture broke into separate pieces or if the entire suture separated from the needle. When did the suture break (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: mwr-13112023-0001516811, mwr-08122023-0001532342.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2023 and suture was used. During the procedure, the suture was torn from needle. No adverse patient consequences were reported. Additional information was requested.